Event description:
The lay user/patient, contacted lfs alleging inaccurate high readings on his one touch ultraeasy meter. In 2009 at noon, the pt tested his blood glucose and obtained a 15.2mmol/l (273 mg/dl). Based on the reading he injected 7 units of humalog insulin. He then ate two plates of noodles stew and then went to the garden. At 1:45 pm he came back to the house and went to sleep. At 3:00pm, his wife realized something was wrong and tried to wake him up and was unsuccessful and contacted emergency services. When the paramedics arrived the patient's blood glucose was reportedly 1.6mmol/l (28 mg/dl) on their meter at 3:10 pm. The pt was treated with IV glucose and immediately felt better. At 3:30pm on the paramedic's meter they tested the pt and obtained a 9.6 mmol/l (172 mg/dl). The pt was note tested on his ultra easy meter. The pt was not taken to the hospital. The technique of applying blood on the test strip was correct. A quality control test was not done since the pt ran out of the test strips. The meter was replaced. The complaint is being reported since the pt took insulin based on the meter result and reportedly suffered a serious injury after the reported issue. The pt had to receive medical attention and allegedly regained consciousness after being treated with IV glucose.

Manufacturer narrative:
Lifescan (lfs ) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.